Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and left ventricular (lv) leads exhibited low amplitude measurements. One month later, the clinician contacted boston scientific technical services (ts) and stated that the patient has developed an infection and they would like to post pone device replacement, device replacement for normal battery depletion. The field representative was unable to obtain any additional information from the clinic. No additional adverse patient effects were reported.